Event description:
It was reported in a call to technical services that the programmer will not power up and had been dropped. It was further noted on the return paperwork that the programmer would not interrogate, and when the radiofrequency programmer head was changed out the programmer turned off. It was further requested that the programmer was in need of some cosmetic repair, such as the taped power cord access panel. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer functioned as required when tested with a known good rf head. The programmer powers off and would not interrogate when paired up with the customer supplied rf head. It was also noted that the power cord door tabs were broken, the case and covers were very worn and scuffed up, and the system fan was noisy. (B)(4).